Event description:
It was reported that the patient experienced unspecified issue with an inflatable prosthesis (ipp). The ipp was removed and replaced with unknown device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.